Manufacturer narrative:
Concomitant medical products: 511212 lead implanted: (B)(6) 2014; dtba1d1 ICD implanted: (B)(6) 2016.

Event description:
It was reported that the patient's right ventricular (rv) lead had a lead integrity alert (lia) indicating low pacing impedance. As well, the lead exhibited noise, oversensing, over four thousand short v-v intervals, and multiple non-sustained ventricular tachycardia episodes. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.